Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had pump error alarm as well as motor error alarm. Customer¿s blood glucose was 126 mg/dl at the time of incident. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received motor error alarm during rewind and displacement test due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify displayable history crc check failed on startup alarm and a broken force sensor was detected during seating or regular delivery alarm due to motor error alarms noted.